Event description:
On (B)(6) 2012, the customer reported "did not make clean skin graft when use. Was not harvesting deep enough. Graft was not the length of the dermatome but was used on pt. No knowledge of pt injury." Additional information was received on (B)(6) 2012 in direct conversation the customer stated: the graft harvested was used, it was not as deep as planned but it was not necessary to harvest a second graft; no pt injury reported. On (B)(6) 2012, integra lifesciences received a medwatch FDA-3500a form uf 4600040000-2012-8027 which noted: "the padgett dermatome did not make a clean cut when obtaining a skin graft. The blade cover was removed and inspected, everything appeared correct. Surgeon began to harvest again, and the results were not up to par. The skin graft was not harvesting deep enough in some areas. The site had been prepped with oil and the skin was held taut at both ends. The resultant graft was only about half the width of the dermatome but was useable and a second graft was not needed. The blade and dermatome were sent for evaluation".

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.